Event description:
Customer's parent called to report the pump had an alarm twice while bolusing. Troubleshoting was performed. The alarm occurred again. Customer's parent stated that the driver block did not slide freely across the lead screw nor was the lead screw rotating at each click. Device was not dropped, bumped, or exposed to moisture.